Event description:
Additional information received indicated the patient presented in clinic with additional high defibrillation episodes on the right ventricular (rv) lead. No changes were made and there were no consequences to the patient.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient.